Event description:
It was reported in a journal article by walter bini, et al. (2011), tilted the open orthopaedics journal, 2011, there were 8 procedure related adverse events observed including seroma wound complication (5), minor wound pain (2) and an infection (1). The infection required explant and post treatment. No identifying information was available but at least the devices appeared to have been manufactured by boston scientific. No additional information was provided.